Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg36-j10ur-us is available in the USA with 510k number k200090. Evaluation summary: it was caused due to an excessive force applied on the us connector while connecting and disconnecting. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of reprocessing. There was no report of patient harm. Eus connector holding plate detached. Holding screw missing or loosen.